Event description:
This report is being filed to submit the analysis results. Please also reference report number (B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case and the source of the hydrogen was a liner component within the device.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). Moreover, an engineering analysis was performed and result showed that the power consumption of the pacemaker had started to slowly increase during the past year. It was also stated that this malfunction appears consistent with the other pulse generators that had continuous average power increase. Hence, this pacemaker was explanted. No additional adverse patient effects were reported.